Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber exhibited forward firing after 138,702 joules and 13 minutes with 5 seconds of fiber use. The fiber was replaced to complete the procedure. There were no patient complications. Analysis of the returned fiber revealed that the fiber glass cap was detached; therefore, reporting criteria is met.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the device revealed the glass cap was detached and was not returned; the reported event was confirmed. Therefore, the level of devitrification could not be determined. The metal cap exhibited severe charred debris adhesion on its surface which is an indicative of tissue contact during procedure. The fiber was tested with hene (helium-neon) laser fixture there are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The observed glass cap detachment is consistent with a fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass cap detachment/separation. The interaction between the user and device, caused or contributed to the observed fiber tip damage. According to the device instructions for use (IFU), increase irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage.

Event description:
It was reported, that during a photo selective vaporization of the prostate procedure. The fiber exhibited forward, firing after 138,702 joules. And 13 minutes with 5 seconds of fiber use. The fiber was replaced to complete the procedure. There were no patient complications.